Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced with another tissue expander.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced with another tissue expander.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, three openings on anterior side assessed as surgical damage and one opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ use error: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ yellow particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.